Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: micro-diskectomy it was reported that intra-op, the flex arm wheel did not tighten. The surgeon used another flex arm to complete the procedure. No information regarding patient complications was reported.